Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, infection from #24 outgoing, swelling, abscess, mobility.